Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
During preventative maintenance of the device, the user reported while moving the device in the pump room, the customer broke the front latch cover. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.